Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 220 units and the insulin gauge remained static at 95 units. The customer reported blood glucose level was 263 mg/dl, and was addressed with a correction bolus. The customer confirmed that a new cartridge would be loaded after the call.